Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warmup restart during sensor session occured. The sensor was inserted at the abdomen on (B)(6) 2016. Data was evaluated and the allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.